Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the pacemaker exhibited atrial channel oversensing of ventricular signals, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the data and identified a large deflection on the atrial channel due to intrinsic activity. Both ts and the clinician suspected that the position of the right ventricular (rv) lead contributed to the observed intrinsic activity. The rv lead remains in service. No adverse patient effects were reported.